Event description:
Company rep reported, "at a trial, one of our trial lead stylets with the green and blue tip pushed off when we were feeding it into the lead. The blue tip that holds the wire in the handle popped off and the wire came out the top of the green portion."

Manufacturer narrative:
(B) (4).